Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed and concentric target lesion was located in a mildly tortuous and moderately calcified right coronary artery. A 2.50mmx20mm synergy drug-eluting stent was advanced for treatment; however the device failed to cross the lesion. Upon removal, it was noted that the distal tip of the stent struts have been lifted up. Pre-dilation was performed and a non-bsc guide extension catheter was advanced and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first two rows distorted, lifted and stretched distally. The struts on the first proximal row are slightly raised. The undamaged side of the stent was measured and is within specifications. The balloon cones were reviewed and it was noted that the balloon wings on the proximal cone were opened out of their folded position. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed severe signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed and concentric target lesion was located in a mildly tortuous and moderately calcified right coronary artery. A 2.50mmx20mm synergy drug-eluting stent was advanced for treatment; however the device failed to cross the lesion. Upon removal, it was noted that the distal tip of the stent struts have been lifted up. Pre-dilation was performed and a non-bsc guide extension catheter was advanced and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.